Manufacturer narrative:
H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil (unknown catalog number and lot number) was difficult to detach during an unknown procedure. The user tried numerous times to detach the coil, turning the delivery wire counterclockwise 8-10 times the full 360 rotation. However, the coil would not detach. Another unspecified product was used to successfully complete the procedure. It should be noted that the user stated she has used rectracta coils in other procedures successfully since this occurrence. No other information for this event is available. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.